Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation, within abrasion, was noted in the exhaust tube of cylinder 1 near the tube/strain relief junction. This was a site of leakage. Partial separations within abrasion were noted on the exhaust tube of cylinder 1. These were not sites of leakage. No functional abnormalities were noted with cylinder 2. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning may then have resulted in the exhaust tube of cylinder 1 to abrade against the cylinder bladder. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing of cylinder 1 at this site. A separation of this type could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted due to an unspecified failure. No adverse patient effects were reported.